Event description:
It was reported that during a broken during a shoulder on the bone. Open reduction and internal fixation and stabilization, the surgeon was using a bioraptor 2.9 with 1 ultrabraid suture. When trying to pull out the inserter once the anchor had been placed, the anchor was left in position but one end of the suture had not come away from the inserter. Therefore the suture was pulled from the anchor, which was left in place. The anchor was left in place as it was unable to be removed. The issue created a reported one minute surgical delay. No patient injury was reported. It was confirmed that the anchor was left in the patient without function and the surgeon was required to drill and tap a new hole and place another anchor in order to complete the repair.

Manufacturer narrative:
(B)(6). Evaluation was not possible, as the device is not being returned. Review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. Due to this fact we are unable to determine what may have caused the user to experience the reported incident. No further investigation is warranted at this time. (B)(4).